Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported that, on (B)(6) 2023, before the extension guide wire was pushed to the vascular sheath, it was found that the end was not smooth and there was a protrusion, which prevented the vascular sheath from extending the guide wire into the blood vessel and completed the catheter placement.